Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure the farawave pfa catheter was selected for use. The catheter was prepped per recommendations but when it was attached to continuous flush it appeared as if there were bubbles that would not move in flushing port, catheter was changed out and second catheter had same issue upon package opening. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all tests performed, showing no evidence of the reported allegation of visible air bubbles.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure the farawave pfa catheter was selected for use. The catheter was prepped per recommendations but when it was attached to continuous flush it appeared as if there were bubbles that would not move in flushing port, catheter was changed out and second catheter had same issue upon package opening. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.